Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive on the distal end due to handling issues and the surface of the acoustic lens was damaged. A gap was found on the acoustic lens surface due to physical stress such as dropping or knocking. The report of a leak was confirmed during inspection and testing. The air/water cylinder leaked. In addition, angulation was reduced due to elongation of the angle wires, the light guide lens was chipped due to handling, the adhesive on the bending section cover was chipped, and the connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the jet channel connection on the subject device was loose and leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a gap was found in the adhesive on the distal end and the surface of the acoustic lens was damaged. This report is being submitted for the malfunction found during evaluation (gap in adhesive and damage to acoustic lens). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.